Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm. Customer address elevated bg with a manual dose of insulin via injection. Reportedly, the cause for the reported issue was due to an occlusion alarm occurred. A supply change was performed to resolve the issue.